Event description:
A pt experienced a thromboembolic event leading to reoperation and explant.

Manufacturer narrative:
Section f10. Event problem codes based on MFR's understanding of event. Section h6. Method code 86: other - device history review and microscopy performed. Result code 300: other - mfg records review confirmed the device met all material, dimensional, and performance requirements at the time of MFR and release. Conclusion code 68: other - patient related factors contributed to event.